Manufacturer narrative:
Event date is approximate. Evaluation codes results and conclusions: stent deformation is listed in the product IFU as an inherent risk of coronary stenting procedures. The root cause of the reported event was most likely procedural related. (B)(4).

Event description:
The physician was attempting to deploy a resolute integrity 2.25 x 30mm rx drug eluting stent. The device was inspected before use and no abnormalities were noted. It is reported that resistance was encountered during delivery / removal of the device. It is reported that the balloon was sticking to guide before stent was deployed resulting in stent deformation. The delivery system, wire and guide were removed from the patient as a single unit. The procedure was completed using 2 non¿medtronic stents. Evaluation summary the distal shaft had been cut 9.5cm from the distal tip. Initial mandrel and guidewire movement failed due to residue in the inner lumen. The residue could not be totally removed, however, is most likely due to crystallized saline/blood following flushing of the guide wire lumen prior to the procedure, loading on to the guide wire and insertion. A number of the proximal and mid stent segments were severely bunched and overlapping. The remaining segments were intact.

Manufacturer narrative:
(B)(4).